Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider on (B)(6) 2020 regarding a patient receiving fentanyl (1100mcg/ml at an unknown dose) and bupivacaine (10mg/ml at an unknown dose) via an implanted infusion pump. The indication for use was spinal pain. It was reported that a stall occurred in (B)(6) 2019 on an unspecified date with a recovery. A second stall occurred on (B)(6) 2020, and the hcp wanted to turn the pump off. The pump off code was provided. The hcp said something about this being a "new pump" on the recall list, however, device registration records indicate the pump was implanted in 2015 so it was unclear what the hcp was referring to. The patient did not recently undergo magnetic resonance imaging (MRI) and no patient symptoms were reported. It was noted that they were planning to replace the pump. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp and a manufacturer representative. It was reported that the pump was replaced on (B)(6) 2020.